Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering and infusion set had large air bubbles. The customer¿s blood glucose level was 350 mg/dl at the time of incident and current blood glucose level was 255 mg/dl. The customer reported high blood glucose level and size of the air bubbles in the infusion set was two inches. The customer was not able to remove air bubbles successfully. The insulin pump received no delivery alarm and while clearing it the insulin pump received motor error alarm. The customer was reporting past event and reported that the alarm did not occur during manual prime. The drive support cap was normal. The customer alleged insulin pump was under delivering as the blood glucose level was not going down without manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test or verify possible under delivery, unexpected no delivery or occlusion alarm and operating currents due to motor error alarms.